Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely due to the femoral component being implanted in relative flexion, which caused the femoral component to ride more anteriorly on the tibial insert as well as allowed the patella groove to contact the anterior portion of the tibial spine and resulted in polyethylene wear. Additionally, a contributing factor to the wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. However, this cannot be confirmed as the devices were not available for evaluation. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Concomitant medical products: logic femoral ps cem right sz 4 (cat# 02-010-01-0340 / serial# (B)(4)). Tibial fit tray cem sz 4f / 4t (cat# 02-012-45-4040 / serial# (B)(4)). Three peg patella 41m (cat# 200-02-41 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 5 yr postop the initial tka, this male patient had a revision due to poly wear. No additional information available. The device will be returned.